Event description:
Paramedics responded to a person in cardiac arrest. An attempt was made to read the pt's heart rhythm by using the therapy leads but allegedly the device did not receive a signal. Afterwards the ECG leads were used and the pt was diagnosed as asystole.